Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an error code once before and the buttons are as responsive. The customers blood glucose level was unknown at the time of incident. Customer also stated that the pump rewinds slower and there are scratches on the screen and also the batteries are to be changes more frequently. Customer declined for troubleshoot. The insulin pump will not be returned for analysis.